Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 5. Details of surgery: implant surface not completely covered with bone and bone overheating. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, mobility, bleeding and abscess. No further patient complications were reported.